Event description:
The customer experienced the cell-dyn ruby analyzer freezing after rebooting and saw visible smoke coming from the system. The customer bought the power supply at the personal computer store. The customer has since thrown away the part and no photos are available. No injuries occurred.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
There was no returned part submitted to aid the investigation. The investigation was unable to determine the exact cause for the incident. The investigation team provided possibilities that may have caused the power supply to have an electrical short. The technical services subject matter expert stated a possible contact with liquid, incorrect routing of cables, or out of voltage power capacity specification, may have caused the short and generated spark, smoke, and a burning smell, from the switching power supply. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.